Manufacturer narrative:
The pump was received with a pump error 38 alarm during the initial pump setup. After clearing the pump error 38 alarm the pump restarts on the initial set up screen after inputting the language, time, and date the pump alarms pump error 38 again. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or download the pump history and trace file with thus due to pump error 38 alarm loop. The pump was cut open to perform visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A test motor and force sensor was swapped out and no pump error 38 alarm occurred after initial set up. Found the force sensor flex cable was crimped and the traces broken during physical inspection of the motor and force sensor. Break. Pump error 38 alarms are due to broken traces of the force sensor flex cable. A test p-cap locks into the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 38 alarm is confirmed and is due to broken traces of the force sensor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had a no motor movement or negligible movement alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.